Event description:
Balloon was filled with 700mls and 'rose couloured water' was noticed coming from the drainage lumen. When he went to empty the uterine balloon, only 20mls remained.

Manufacturer narrative:
No injury reported. Pt had stabilized at time malfunction was noted. Device discarded, no eval could be performed.